Event description:
It was reported that information was received from a patient regarding an external device. The patient reported they were having issues with their controller and the issue began since they received the controller. Patient stated the controller would say they were sitting down when they were standing or standing as if they were laying on their left side and the stimulation turns on and would just shut off. Pt stated the manufacturer rep requested they get a new controller before they start with the reprogramming process. An request was sent to the repair department to replace the controller device.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they need help setting up their replacement controller after receiving controller yesterday. Patient stated they were confused about the numbers screen and what number to select on the found screen (step 9). Patient stated they never received an ID card to confirm serial number. Patient reported the press and hold to unlock screen and after unlocking they saw stimulation screen with c1. Agent reviewed patient successfully completed pairing process. Agent sent email to prs to send ID card. The reason for the call was patient reported when they were trying to charge their implant today the controller shows recharging not available install mdt battery and try again message. Patient confirmed they have double aa batteries in the controller. Agent informed the patient on battery information. Patient then mentioned that they mailed back the controller with the mdt bp in it. Agent sent request for bp and large cover to repair.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.